Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 12:15, he activated a new pod. The next morning at 8:34, his blood glucose was reading 374 mg/dl so he gave a bolus of 3.6 units of insulin. The pod was then removed and he noticed the cannula had come out of the infusion site.